Manufacturer narrative:
(B)(4). The device has been received. The evaluation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the non-calcified mid left anterior descending (lad) coronary artery. A 014 hi-torque (ht) versaturn guide wire was selected for the procedure. At the end of the procedure, an optical coherence tomography (oct) probe was advanced to the lesion to evaluate the outcome of the procedure. During removal of the oct probe from the anatomy, resistance with the ht versaturn guide wire was felt and force was applied in order facilitate the removal. Upon removal of the ht versaturn guide wire from the anatomy, the coils on the distal end were observed to be stretched. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported stretched coils were confirmed although the reported difficult to remove was not confirmed due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.